Manufacturer narrative:
Continuation of d10: product ID: product type: catheter. Section d information references the main component of the system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (hydromorphone) (10 mg/ml at 3.527 mg/day), bupivacaine (5 mg/ml at 1.7635 mg/day), and clonidine (4 mcg/ml at 1.7106 mcg/day) via an implantable pump for unknown indications for use. It was reported that it was reported that the patient's pump had a malfunction and was also at then end of battery life. The patient's managing pump physician had been unable to aspirate cerebral spinal fluid (csf) from the drug pump diagnostic port, but the pump had been refilled successfully. The patient did not perceive successful pain relief from the pump and she had a recent complex spinal surgery with pump system in place. The procedure that was to be performed was replacement of the device for intrathecal drug infusion, subcutaneous reservoir, programmable pump, including preparation of pump, with programming, right abdomen with lateral re-positioning or the 40 ml pump, revision of the tunneled intrathecal catheter for long-term medication administration via an implantable infusion pump without laminectomy, and intraoperative fluoroscopy. The new pump with drug was attached to the previous intrathecal catheter, however no csf was able to be aspirated from the diagnostic port, indicating a catheter system occlusion. Therefore, the pump was disconnected and given back to the scrub technologist to hold for placement after new intrathecal catheter placement. The hcp stated despite sufficient focal dissection to the l1 spinous process, previous spinal catheter was unable to localized. Instead of widening the incision and performing a larger, more extensive dissection, the decision was made to place the new catheter slightly more inferiorly at the lumbar 1 level. The intrathecal space was accessed on one insertion procedure, noting robust csf flow and new catheter was threaded to 8 cm in length through the l1-2 interspinous space, intrathecally to a fluoroscopically verified level of t9 for the catheter tip. The catheter was tunneled to right abdominal pocket using a disposable tunneler, tunneling from the abdomen to the lumbar opening and passing the intrathecal catheter from lumbar to abdominal opening. There was good strain relief noted distal to the inject anchor in the lumbar exposure. Good csf flow was noted and then intrathecal catheter was attached to the pump segment catheter using the sutureless locking-clasp interconnector successfully. Csf was successfully aspirated from the new diagnostic port. The old abandoned pump segment catheter was tied off x2 using 0 silk sutures. Intraoperative consultation to the patient's outpatient managing pump physician was performed and decision was made to 1/2 the daily dose of all medications based on the pre-operative and intraoperative data. The patient was transported to pacu in stable condition with good low back pain re lief. The patient's medical history included heart disease, low back pain, and diabetes.

Manufacturer narrative:
The pump was returned for analysis and identified pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and pum p/motor/gear train anomaly/stall due to shaft-bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.